Manufacturer narrative:
Per the IFU, valve degeneration and deterioration are potential risks associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Valve degeneration may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve (stenosis) or regurgitation. This could be due to progression of the existing disease process: calcification of the leaflets or host tissue overgrowth. In this case, the cause of the valve degeneration could not be confirmed; however, per article the patient was treated successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: thomas pilgrim, l. E. (2014). Long-term outcome of elderly patients with severe aortic stenosis as a function of treatment modality. Heart journal , 1-7.

Event description:
Per article "long-term outcome of elderly patients with severe aortic stenosis as a function of treatment modality". Approximately 4.6 years after implantation of an edwards sapien valve the patient developed severe valvular deterioration and was treated successfully by a valve-in-valve implant of a non-edwards bioprosthetic valve. Per article, the patient¿s mean gradient measured 64mmhg with an aortic valve area (ava) 0.6cm2. This patient underwent the tavr at the clinical trials unit in (B)(6) between (B)(6) 2007 and (B)(6) 2010.